Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Functional leak testing was performed by filling the device with water and squeezing the bag. No leaks were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva tpn bags leaked from the left port. This occurred during setup. There was no patent involvement. No additional information is available.